Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg value not provided) and the touchscreen response was delayed. Troubleshooting with tandem technical support found no issues with the touchscreen. Contact declined to provide additional information regarding the elevated bg.